Manufacturer narrative:
Patient information was unavailable from the site. The reported clamp was not returned to manufacturer for analysis, therefore, no findings are possible. Replacement of the clamp resolved the issue. No further issues were reported.

Event description:
A site representative reported that, while in a spinal fusion procedure, the spinous process clamp washer broke. They said that it occurred during surgery but were unable to provide any clinical details. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.